Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing low blood glucose (bg) levels (32mg/dl). The customer drank soda and consumed food to address the low bg level. The customer reported that the possible cause of the low bg was due to her being very sensitive/brittle and may have been something that she ate.